Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 800 mg/dl. The customer also stated that the insulin pump alarmed motor error prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.